Manufacturer narrative:
(B)(4)

Event description:
It was reported that myopotential inhibition was observed via a merlin.net transmission. Programming changes were recommended. The patient was brought into clinic for lead revision and the lead was repositioned. The patient condition was fine at all times.